Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulse field ablation procedure. Femoral imaging was not performed. Reportedly, an anterior cuff miss occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the pulse field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Per case details no imaging was performed to verify the puncture site. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: "perform a femoral angiogram to verify the location of the puncture site." The eifu violation did not contribute to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.